Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 650 mg/dl. The customer declined to perform troubleshooting on the insulin pump at the time of the phone call. The customer stated that she will call back to perform troubleshooting after she is discharged from the hospital. Nothing further was reported.